Manufacturer narrative:
A partial lead was returned for analysis in two segments. Internal insulation abrasion was noted under the rv shock coil at 2.9-4.4 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, oversensing was observed on the ventricular channel. The patient had an inappropriate ventricular fibrillation episode. The lead was explanted. No further information was provided.